Event description:
It was reported the device had a power on reset (por) while the patient received proton therapy. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) on (B)(6) 2011 in location "14 9e". The device should be able to recover from the event and continue normal function.